Manufacturer narrative:
A sample device was not returned for investigation. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed adverse event questionnaire was not received. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) where the trailing haptic did not fold. In a follow up, the surgeon gave corrected information. During an iol implantation, the leading haptic twisted and was maneuvered into the eye. On postoperative day one, it was apparent that the initial insertion was not proper, as the lens had dislocated and a haptic was sticking out through the pupil opening. The lens was repositioned that day. Additional information was requested.